Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010815, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010815". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010815 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 10 on 28-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.) No malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is required. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient the patient went to the emergency room (ER) on (B)(6) 2025 due to three infusion set was accidentally pulled out during use on (B)(6) 2025 leading to hyperglycemia. The blood glucose level was 405 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of emergency room (ER) stay was for 40 hours. The patient was released from the hospital on (B)(6) 2025. No further information available.